Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17-aug-2023. H6: investigation summary a device history record review was completed for provided material number 306575 and lot number 2319308. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample, a syringe was observed without the barrel label. The manufacturing system has a vision system in place to detect barrel label issues. Although no issues were identified during production, the observed defect most likely resulted from a failure in the double rejection station. If the syringe has no label, the rejection station must reject it. However, if there is a failure in this rejection action, the station stops, and it does not allow the machine to run. The operator must then check for the cause of the stoppage and remove any defective material. H3 other text : see h10.

Event description:
It was reported that 2 of the bd pre-filled saline syringes had no scale markings. The following was received by the initial reporter: verbatim: has highlighted that they found 2 of such syringes in the box. The syringe has no markings or expiry date. Lot number 2319308, exp 31/10/2025.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd pre-filled saline syringes had no scale markings. The following was received by the initial reporter: verbatim: xxxxxx has highlighted that they found 2 of such syringes in the box. The syringe has no markings or expiry date. Lot number 2319308, exp 31/10/2025.